Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a system failure error when turned on. No patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had a system failure error when turned on. No patient involvement.

Event description:
It was reported that the device had a system failure error when turned on. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced non alaris battery cause error 120.4610. As found 9.33 s w as left ver 9.33 tested run-in pm. A review of the device history record showed the device had a manufacture date of 12/17/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the battery pack. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the complaint history record in track wise and sap was performed for the s/n (B)(6) which did not confirmed similar complaints with the same or related failure mode for this customer.